Manufacturer narrative:
The device was evaluated and placed in storage to be repaired at a later date.

Event description:
The manufacturer received information alleging "service required" alarm conditions occurred and the patient's blood oxygen saturation decreased. There was no permanent harm or injury reported. The device was tested at the reporting facility and the issue could not be duplicated. A review of the device's downloaded error log confirmed two instances of "service required" alarms on the reported day of the event (B)(6) 2016. The logged errors were related to the device's oxygen blending module board. The ventilator was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The failed test step was related to the device's oxygen blending module board.